Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering evaluation is currently in process.

Event description:
The patient presented with an aneurysm in the popliteal artery. A 9mm x 10cm gore viabahn endoprosthesis was advanced over a 0.035¿ hi- torque supra core peripheral guidewire through a 9fr terumo introducer sheath (25cm long). A contralateral approach was used due to a fresh hernia repair on the ipsilateral side. When the medical device was advanced to the bifurcation, a high friction was observed and it was not possible to advance the catheter to the target region. It was stated that the bifurcation was extremely steep. Even after flushing of the delivery catheter, further advancement was not possible. It was decided to remove the gore viabahn endoprosthesis through the introducer sheath. It was reported to gore, that when the device was pulled back, the introducer sheath kinked at the proximal part and the device got stuck. A high force was required to pull the viabahn into the sheath. While it was pulled back, the proximal part of the endoprosthesis detached from the catheter and the distal olive tip separated completely from the delivery catheter. The device partially deployed into the vessel. A surgical incision was made to remove the endoprosthesis and the separated olive tip from the patient. The procedure was completed and the patient is doing fine.

Manufacturer narrative:
The engineering evaluation showed following: the endoprosthesis was fully deployed; a small amount of zipper was still attached to the endoprosthesis; approximately 7 cm of distal shaft was attached to the end of the dual lumen tubing; approximately 16 cm of deployment line was exiting the dual lumen at the transition; the distal tip had approximately 5 cm of distal shaft bonded to it; the distal tip bond was intact and the distal shaft was torn; the tip appeared unremarkable; the returned guidewire is a non-gore product and was not evaluated. Based on the examination performed, no anomalies were found that could be attributed to the manufacture of the device.